Event description:
Respiratory issues; not certain of the above date. Reporting this as I received a recall of my philips CPAP. After using my CPAP I developed chronic inflammation of my respiratory system resulting in multiple dr. Visits with ent's and pulmonologists. I was diagnosed with asthma and other conditions which have impacted my quality of life profoundly. I continue with therapy's without a clear diagnosis from any of the doctors I have seen. Ultimately diagnosed with asthma and chronic inflammation of the mucus membrane. MRI with diagnosis of diffuse mucosal thickening bilateral ethmoid sinuses with variable partial opacification seen with mucosal thickening. FDA safety report ID # (B)(4).